Event description:
It was reported that a spectrum iq pump did not recognize a closed door. The event occurred during programming/setup in the oncology medical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.